Event description:
It was reported that the patient is unable to reposition his head and that the 'wings' on the inner cannula are creating an ulcer around the tracheostomy site. It was reported that the ulcer was being treated. Due to the patient's anatomical challenges - large neck and is unable to keep the neck straight and the neck is closing down on the inner cannula and flange - other tracheostomy tube products were recommended by the company. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The patient was provided alternate product solutions to discuss with his physician that may be a better option for his medical condition.

Manufacturer narrative:
(B)(4)